Event description:
It was reported that the bd syringe 10ml saline fill ce, "after flushing 5 ml stop in the syringe". The following information was provided by the initial reporter short description after flushing 5 ml stop in the syringe, vacuum in the syringe? When did the incident occur? During use detailed incident description after flushing 5 ml stop in the syringe, vacuum in the syringe? Internal comments av752064 death no additional information provided: was the device being used in/on patient when the issue occurred? Yes was patient or user harmed? If yes, please explain no was the hcp present when the issue occurred? Yes if leakage occurred, please confirm the fluid that leaked. No leakage was additional medical intervention/medication required? If yes, please explain no ¿after flushing 5 ml stop in the syringe, vacum in the syringe?¿ it then increases to flush 5 ml then it stops, 5 ml left in the syringe.(posiflush 10 ml) when I remove the syringe from the catheter I try to flush again but it still stops. Aspirating and feeling the pressure release, vacuum?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint is no longer reportable. Post investigation findings indicate plunger movement difficulty due to incorrect siliconization. Device evaluation: a device history record review was completed for provided material number 306575 and lot number 4248020. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) samples were returned for evaluation by our quality team. Through analysis of the samples, one (1) syringe presented significant resistance to flush. Silicone distribution testing was performed on the defective sample and the results confirmed incorrect siliconization. Although the incorrect siliconization most likely originated during the silicone distribution process, the production history records did not identify an exact circumstance for this incident. It is believed that this is an isolated case. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Post investigation findings indicate plunger movement difficulty due to incorrect siliconization.